Event description:
It was reported that this patient presented to the emergency department due to bradycardia (30 bpm). The physician suspected the bradycardia to be the result of right ventricular (rv) loss of capture. The rv lead was subsequently surgically capped and abandoned. A replacement lead was implanted and the patient was stable. The new rv lead was programmed to bi-polar sensing and the system measurements were appropriate. However, the following day, loss of right atrial (ra) capture was observed, in addition to high capture threshold measurements. Additionally, high threshold measurements and loss of capture were noted from the newly implanted rv lead. The patient was pacing-dependent and the physician observed a real-time low heart rate (30 bpm) in uni-polar sensing. The physician reprogrammed both ra and rv leads to bi-polar sensing and disabled the lead safety switch (lss) feature to prevent potential bradycardia. At this time, the system remains implanted and in-service. The patient was stable.